Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a loss of capture and high capture threshold was observed. Follow-up has been scheduled.